Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that the patient experienced a hemorrhage at the insertion site post-procedure. After a pulse field ablation (pfa) procedure the patient experienced a hemorrhage at the insertion site. The bleeding was noticed on the bedsheets after the patient woke up during recovery. Manual compression was performed for ten minutes followed by placing a non-boston scientific compression system. Compressive and strict bedrest was ordered for the night at the hospital. No hematoma or pain was noted the following morning, and the patient was sent home. It is unknown if the device will be returned for analysis.